Event description:
An impella cp device was inserted via the left femoral artery in an 83-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, scai shock stage b. The patient¿s comorbidities were unknown. The impella consultant was contacted by the ICU team regarding device placement and was not present in the catheterization laboratory when the pump was inserted. Upon arrival to the ICU, the registered nurse reported a left-groin hematoma at the impella access site. The physician was aware, and a fem-stop was applied. A large hematoma was present, and manual pressure was recommended. The hematoma improved with manual pressure. The patient received two units of blood products. Care was later withdrawn, and the patient expired. The reported hematoma requiring blood transfusion is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The death is most likely attributed to the patient's underlying acute myocardial infarction and cardiogenic shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected: d4 (primary UDI number). Hematoma/access site adverse event: the cause of the access site adverse event was not determined due to lack of clinical details, no product returned for analysis.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. Corrected information was provided in h8 (usage of device). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to lack of clinical details, no product returned for analysis.